Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "blower temperature high" error code. The device was in clinical use when the issue occurred; the device continued to cycle breathing. The device was removed from service for evaluation. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator displayed a "blower temperature high" error code. The biomedical engineer reported that the issue was not duplicated during evaluation. The rse advised the customer to check the event log to confirm the issue. It was reported that the cooling fan was circulating as normal, and the blower temperature was in range. The rse advised the customer to perform an extended run to duplicate the issue; the customer was then advised to replace the blower assembly. The part number for replacement was provided. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.